Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device has not been returned to date.

Event description:
As reported november 09, 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, it was noted the locking collar had detached from the fiber shaft, allowing the fiber to extend further than intended. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. The fiber fitting was held between two fingers and it was discovered that it was able to slide freely along the shaft of the fiber. No glue fillets are visible on the fitting. No shine or evidence of adhesive was noted on the shaft of the fiber. The customer's reported complaint description of the fiber lock (fitting) not glued in place is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process the presence of fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. As glue fillets cannot be visualized on the fitting, the most likely root cause to this event is due to an operator failing to properly perform mf 635 (bond fitting to venacure fiber). As corrective action, all employees responsible for performing mf 635 have been retrained. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).